Event description:
On (B)(6) 2016 it was reported that the physician¿s wand was not working and that the battery light would not come on. On (B)(6) 2016 the therapeutic consultant visited the physician¿s office to do troubleshooting and found that the problem was not with the wand, but with the serial cable because once he switched the cable with one of his own, the programming system worked fine. The usb cable was received for product analysis on (B)(6) 2016. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the usb cable on (B)(6) 2016. A disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.